Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation, in good condition; the unit was manufactured in 2018. Power up process was performed; device was plugged into 115v outlet, but it did not power up. It was found that the membrane switch insulation was damaged. Installed known good test membrane switch and powered on the device; the device powered as intended. This confirmed customer reported issue. An additional issue was also found to be that the actuator pole made a grinding sound when pole was moving upwards. The main pcb (printed circuit board) micro switch was also damaged as the actuator was missing. The root cause could not be determined. Actions(s) taken to mitigate the reported issue(s): replaced faulty membrane switch and actuator pole; installed disposables and tempcheck test fixture; device passed all functional and electrical tests.

Event description:
It was reported that there was in issue with the power pole and the unit would not turn on. No patient injury was reported.